Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) evaluated the ventilator and verified the reported isue. The cse replaced the upper liquid crystal display (lcd) panel, which resolved the reproted issue. The ventilator passed all performed self-tests.

Event description:
A report was received stating a ventilator generated an erratic display. There was no patient invovlement. There is no report of death or serious injury associated with this event.